Manufacturer narrative:
Continuation of d10: product ID hh9020tdd, serial# (B)(6); product ID a820 product type software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving unknown drug via an implantable pump for non-malignant pain indications for use. It was reported that when connecting to the pump to deliver a bolus, they got to 90%, then there was a 3¿4-minute wait. The agent walked the patient through clearing the data. The patient confirmed that they were able to successfully connect and deliver the bolus. The patient will monitor the issue and call back if further assistance is needed.